Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had been sent for a prophylactic battery replacement; however, pre-operative diagnostics showed high impedance. There had been no indication of a lead issue prior to surgery. Both the lead and generator were subsequently replaced during the surgery. No x-rays of the patient had been taken prior to surgery and there was no trauma or manipulation suspected. The explanted product has been received by the manufacturer. Analysis of the returned generator showed it was operating to specifications. Analysis is still pending on the returned lead portions. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned lead portions. No obvious anomalies were noted on the small lead portion. A copy of the flashcard supposedly used intra-operatively was also received, though information on the card did not contain any information from the date of surgery. Attempts for further information have been unsuccessful to date.

Event description:
It was reported via clinic notes received by the manufacturer for a prophylactic replacement of a different vns generator for the patient that the patient's parents had reported an increase in drop seizures when the vns battery started to run low in the past. However, it was known that the patient's vns had high lead impedance, which likely contributed to the increase in seizures as the generator replacement was reported as prophylactic in nature.